Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in (B)(6), two (2) connecting screws bent during insertion of the dynamic hip screw (dhs). The tip slightly bent while in the screw, after initially turning without any problems. Upon inserting the screw, the k-wire was able to be pushed in; however, when trying to remove the connecting screw, the surgeon was unable due to the screw thread of the connecting screw being bent. When the dhs did not work, the k-wire was pushed forward instead of gliding through instrument. The surgery was delayed for an undisclosed amount of time. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information unknown. Device was not reportedly implanted / explanted. (B)(6). Without a verified lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ the lot number provided could not be verified; therefore further investigation cannot be performed. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.